Manufacturer narrative:
Continuation of d10: product ID 37754 (serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it has always been difficult to charge the implantable neurostimulator (ins) on their left side. After the patient gave birth and started breastfeeding about 6 weeks ago, they noticed that it was difficult to get any kind of connection with the left ins. The patient stated that they were able to get 2 coupling bars to fill in, but if they moved a little bit the coupling bars would go away. The patient had no issues charging the right ins. The patient was redirected to their managing healthcare provider to further address the issue. No symptoms were reported.